Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follow: (B)(6) 2015 phone call, (B)(6) 2015 phone call, (B)(6) 2015 email.

Event description:
The hospital reported the unit would not ventilate. There was no report of patient injury.